Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during an attempted implant, once placed in the desired position, the right ventricular (rv) lead exhibited inadequate threshold. The physician attempted to test a new position, however the helix of the lead would not extend. The physician attempted over 20 turns with the same result. The physician elected to remove and replaced the rv lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.